Event description:
It was reported that the right ventricular lead exhibited noise via a remote transmission. No intervention or patient symptoms were reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.